Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough and was diagnosed with emphysema in (B)(6) 2021. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough and diagnosed with emphysema related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. There was black dust-like contamination on the ui panel, bottom enclosure, and the rear panel. Dust-like contamination on top of the blower box and the blower motor was observed. Black contamination consistent with keratin at the air outlet of the blower box and dust-like contamination at the air inlet of the blower box was found. The manufacturer found 1 error code. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.